Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high", low bg level reported as ¿low¿, although specific values not provided; cause was not known. Customer addressed bgs level by administrating manual correction injections or consuming carbohydrates as needed. Reportedly, the customer will reach out to their health care provider regarding diabetes management.